Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there were no failures on the system. It was found that the cd disc site used was not working properly. The use of a different cd disc resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the navigation system could not transfer a patient exam.